Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported tandem charging cable input broken and unable to charge pump with tandem cable. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.